Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated that his cgm value can be 100 points different from his bg value, his cgm will be lower than his bg, for example, his cgm 49 mg/dl and his bg 149 mg/dl. Approximately two weeks ago, he reported his bg was 600 mg/dl, which was higher than his cgm value (the value was not provided). He administered insulin and went to the hospital for diabetic ketoacidosis. Upon admission to the emergency department, his bg was over 700 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.